Manufacturer narrative:
Physio-control provided customer with ordering information for the replacement batteries. The customer confirmed that they have received the new batteries and will replace on-site. The removed batteries will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.

Event description:
It was reported that the device will not power on. There was no patient use associated with this event.